Event description:
Event description guidant received information that the battery of this implantable cardioverter defibrillator (ICD) was depleting rapidly. The battery gauge read 70% depleted after 7.5 months of implant time.